Event description:
A report was rec'd that alleges that the listed device was found to be leaking at the inflation line after approximately 1.5 months in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Add'l manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the evaluation.